Event description:
It was reported that during the case the second pin of the third fast fix cannot be pushed to the prefabricated position of the needle. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth straw has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the delivery needle or were returned for examination. Device was not returned in the reported condition of the complaint. This investigation could not identify any evidence of product contribution to the reported complaint.